Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient was hospitalized for two nights due to a high blood glucose of 451 mg/dl and diabetic ketoacidosis. The patient experienced nausea, vomiting, and abdominal pains. Prior to the hospitalization, she attempted to treat via bolus and manual insulin injections; however, the patient passed out and was taken to the hospital. At the hospital, she was treated via insulin drip. Troubleshooting was initiated for the insulin pump. There were no anomalies noted with the infusion set or insulin pump. The insulin pump was not returned for analysis.